Event description:
After wearing 3g vinyl gloves, developed rash, splitting opening on finger and knuckles red, inflamed, and extremely dry which led to bleeding. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: ppe for resident care. Event abated after use stopped or dose reducted? Yes.